Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a low battery. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported low battery was not confirmed or duplicated. An f-38 (malfunction in tube misloading detection circuitry) alarm was identified during functional tests. The cause of the condition was determined to be damaged force sensing resistors (fsrs). The device was removed from service. Should relevant information become available, a supplemental report will be submitted.